Manufacturer narrative:
The product IFU lists aneurysm as a potential adverse event for the device. The adverse events listed in the IFU are similar to those expected with manual vascular catheter, guide wires, guiding sheaths, and guiding catheters. The catheter was unable to be evaluated because it was discarded. All magellan catheters are 100% inspected and evaluated prior to final release. From the information provided by the physician and hospital, hansen medical is unable to determine the cause of the event.

Event description:
Patient, (B)(6), has a known right internal carotid artery stenosis as seen on prior duplex ultrasound imaging and on prior CT angiogram of the neck, with symptoms of dizziness and bright light vision changes, went through right internal carotid artery stent placement, performed by dr. (B)(6) on (B)(6) 2016. A 9fr magellan catheter was inserted through l femoral artery and used to navigate and deliver treatment devices. Acculink stent was positioned and deployed successfully. The patient tolerated the procedure well and was discharged with intact neurologic function and palpable pedal pulses. On (B)(6) 2016, patient felt pain and swelling on his left groin. Patient was admitted to the hospital for further evaluation and care. Color and duplex doppler interrogation of the left high thigh was performed. The result showed sub-centimeter pseudo-aneurysm in the left groin. Patient was monitored in the hospital. On (B)(6) 2016, a limited color duplex sonography was performed again to evaluate the pseudo-aneurysm. The result showed that the pseudo-aneurysm was no longer visualized, and there was no evidence of residual pseudo-aneurysm. Patient was then discharged with no sequelae.